Event description:
Health professional reported left deflation. The device has been explanted.

Manufacturer narrative:
Clarification d6(a): partial implant date reported as 2005 - reporting 01/jul/2005 to align with device manufacturing date. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on the valve. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported "deflation". This record is for the left side. Device was explanted.

Event description:
Health professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.